Event description:
The customer reported to welch allyn tech support that, the patients disconnected from the acuity central station. They ultimately found that one of the ethernet switches had failed. The ethernet switch is a network component which enables communication between the acuity central station and bedside vital signs monitors. Failure of an ethernet switch would result in a loss of centralized monitoring for some or all patients connected to the system. Monitoring functionality continued at bedside. The customer reported that they lost centralized monitoring for some patients for up to 3.5 hours. There was no patient harm of any kind associated with the network failure.

Manufacturer narrative:
Method - the customer replaced the failed ethernet switch with a spare. The customer did not return the failed switch which caused the loss of centralized monitoring. Note that the customer noted that the failed switch had dust accumulated inside which may have contributed to the failure.